Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set issue on (B)(6) 2026. The adhesive patch is not adhering and infusion set fell of at the first day of insertion in abdomen due to perspiration. No further information available.